Event description:
Rptr had these implants implanted to replace implants she had for augmentation, that had collapsed. The right breast was hard from the day of surgery and continues to be hard and painful. In addition, rptr has developed the following: flu symptoms, loss of hair, dry eyes, dry mouth, gait disorder, tremors, arthritis, muscle pain, itchy skin, sores on back, ulcers inside nose and mouth, loss of taste and smell, loss of use of left arm and hand, seeping from right breast, pain in breast and crusty sores on breast, difficulty walking, swollen glands, and kidney problems. Rptr is planning to have the implants removed.